Event description:
A malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections as a backup therapy.